Event description:
The customer contact reported the float valve in the soluset did not close when the soluset emptied; subsequently air was noted in the tubing. The soluset was being used to deliver an unspecified medication. After an unspecified length of time in use, the soluset emptied and the shut off valve did not close; subsequently, air was noted distal to the soluset. No air was delivered to the pt. The tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects. No medical interventions were reported. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated that the device was discarded. A representative device from the same lot was received. Investigation is not complete. The information on reprocessing of the device was requested; however, no response has been received.